Event description:
It was reported that the bioprosthetic annuloplasty ring was explanted approximately one (1) year due to mitral regurgitation. The explanted ring was replaced with an edwards bioprosthetic valve. Based on the document provided, the prior mitral repair was assessed, and could not be repaired due to extensive posterior leaflet tissue loss in the p2-p3 region. The ring was explanted. Tedek sutures were placed around the annulus, and then through the sewing ring of the new bioprosthesis valve. The valve was tied into place. Saline injection confirmed valve competence. Tee confirmed absence of mr and ms and no change in lv function. The patient was subsequently transported to the recovery room in stable condition.

Manufacturer narrative:
The annuloplasty ring was explanted after approximately one (1) year due to mitral regurgitation. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, the posterior leaflet tethered and stuck down to annulus which caused the mitral regurgitation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The provided information suggests nothing to indicate a device quality deficiency related to this event. No further action is required at this time.